Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
A patient reports while at their doctor for a routine visit they had experienced pain at the pod infusion site while wearing a pod between 24 and 36 hours. Upon removal of the pod the patient reports having redness and a yellow spot as well as purulent discharge at the pod infusion site. The patients doctor diagnosed the patient with an infection at the pod infusion site. The patient was prescribed cephalexin (500 mg) to be taken 2 times daily. The patient was at their doctor for 1 hour. The patient is using insulin pens as treatment as they are waiting on controller setting changes from their doctor.